Manufacturer narrative:
The provided alarm trace showed a procell/ cleancell short alarm at the time of the pipetting of the sample for the free psa test. This could have affected the result. The customer has not experienced any discrepant result since the service actions. A current alarm trace had no abnormal probe sucking or abnormal sample aspiration alarms. Therefore, the investigation determined the issue was resolved by the service actions.

Manufacturer narrative:
This event occurred in (B)(6). Unique identifier (UDI)#: (B)(4).

Event description:
The customer complained of high discrepant results for multiple patients tested for elecsys total psa immunoassay (total psa), elecsys free psa immunoassay (free psa) and elecsys cea assay (cea) on a cobas 6000 e 601 module between (B)(6) 2017 and (B)(6) 2018. Patient 1 initial total psa result was 9.87 ng/ml. The repeat result was 3.08 ng/ml. On (B)(6) 2017 preventive maintenance was performed and both measuring cells of the instrument were replaced. On (B)(6) 2017 patient 2 initial total psa result was 4.31 ng/ml. The repeat result was 1.04 ng/ml. On (B)(6) 2017 patient 3 initial total psa result was 6.38 ng/ml. The repeat result was 1.42 ng/ml. On (B)(6) 2018 patient 4 initial total psa result was 9.58 ng/ml. The repeat result was 4.62 ng/ml. On (B)(6) 2018 patient 5 initial cea result was 14.5 ng/ml. The repeat result was 1.32 ng/ml. On (B)(6) 2018 the field service engineer (fse) visited the customer site and identified a misadjusted sample pipette. The fse corrected the sample pipette positioning. The arm was cleaned and lubricated. The system was operational. After the service visit, the customer still had problems. On (B)(6) 2018 patient 6 initial free psa result was 2.70 ng/ml. The initial total psa result was 1.14 ng/ml. The repeat free psa result was 0.272 ng/ml. The repeat total psa result was 1.16 ng/ml. No incorrect results were reported outside of the laboratory. There was no allegation that an adverse event occurred. The total psa reagent lot number was 260729. The expiration date was not provided. The free psa reagent lot number was 293436. The expiration date was not provided. The cea reagent lot number was 286574. The expiration date was not provided. Calibration and qc was acceptable. Upon review of the alarm trace, some samples had foam, air bubbles or clots due to abnormal probe sucking and abnormal sample aspiration messages.

Manufacturer narrative:
Based on the information available, the investigation was unable to determine a definitive root cause for the high cea result. Investigations related to the total psa and free psa results are ongoing.